Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 26-dec-2019 and inspection of the unit was performed on 27-dec-2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, leak at biopsy channel (large/ primary) distal side, distal cap - fixed type distal tip upgrade, primary operation channel resistance, distal cap/ case cracked, insertion tube bump at stage 1, middle light carrying bundle distal cover glass cracked, failed wet leak test, failed dry leak test, fluid invasion not observed in pve connector, air/ water socket cylinder missing oring, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, sluggish water delivery function, fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscop's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, deflector staycoil, bending rubber, adjusting collar, distal case/cap, angle wire, air/water tube, operation channel, insertion flexible tube, light guide cable, remote control button, lcb distal cover. The video duodenoscope is currently awaiting repairs and qc final approval as of 08-jan-2020.